Manufacturer narrative:
(B)(4).

Event description:
Procedure type: resection. According to the reporter: five days post-operatively, the pt suffered a volvulus (occlusion) of the small intestine; re-operation but no new resection necessary.